Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she took an infusion set from the box, opened it and started to unwind the actual connector of the infusion set, it actually pulled up the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not connected to the body yet. Reportedly, her blood glucose level was 80 mg/dl and she weighed (B)(6) lbs. Upon investigation, of the returned used (1 set), it was found that the tubing detached from the tubing connector (missing glue). The connector was found with a glue drop on it. No further information available.